Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While prepping the 20mm x 4.50mm veriflex stent delivery system, a burr was noted in the middle of the stent. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported and the patient's current condition is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted. (B)(4).